Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon removed the expert antegrade femoral nail (a2fn) and helical blade and exchanged with other implant due to helical blade cutout. There was no breakage or bending of the implant and no patient infection. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. This report is for one unknown expert antegrade femoral nail (a2fn)/unknown lot number. Implant and explant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly the event was not an implant failure.